Event description:
It was reported that during a da vinci-assisted prostatectomy radical without lymphadenectomy surgical procedure, the customer contacted the technical support engineer (tse) to report that the erbe stopped working. The customer stated that they received a fault on the integrated electrical surgical unit and performed a restart a couple of times. The customer elected to switch to the valley lab generator to complete the procedure. The tse reviewed logs and noted error c-33 on the iesu. The customer was requesting a service order be created to have the field engineer resolve. The procedure was completing as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the da vinci coordinator mentioned he was present during the procedure. There was a procedure delay to take and setup another generator around 5 minutes. The procedure was completed robotically. The serial no of the reported generator was not available as the generator was taken away from the or.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The erbe was replaced to correct reported problem. The system was tested and verified as ready for use. Intuitive surgical, inc. (Isi) received the erbe unit involved with this complaint and completed the device evaluation. The failure analysis investigations confirmed and reproduced the reported complaint. The unit was placed on an in-house system and was run in normal mode. The unit will be returned to OEM for repair. The unit was returned for error c-33. The error code was not displayed on the unit when powering it up, but the error code was confirmed when viewing the error logs. The visual inspection showed integrated electrosurgical unit in good condition. No image or procedure video was provided for review. System log review was performed. Per the review, the following was confirmed: a prostatectomy - radical w/o lymphadenectomy was performed on (B)(4) on (B)(6) 2022. This complaint is being reported based on the following conclusion: the electro surgical generator unit (esu) was replaced after the start of the procedure and the surgeon was able to continue with the procedure robotically with a backup third-party esu. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. System unavailability after start of a surgical procedure could lead to the procedure to be converted/aborted and may lead to an injury due to the patient's inability to tolerate a conversion/abortion.